Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this pacemaker, difficulty was encountered with pushing the right atrial (ra) and right ventricular (rv) leads into the device header. The leads were successfully inserted into the device header and the system remains implanted and in service. No adverse patient effects were reported.